Event description:
Customer states that after the loading of the reload onto idrive handle, an open/ close test of jaws was performed. However, the jaws did not close. The reload was removed and was connected to the handle again. The same issue occured. Replaced by new reload, the device worked fine. Procedure: laparoscopic partial colectomy